Event description:
A customer reported experiencing an alarm 2 related to an occlusion event. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin. Despite experiencing recurring occlusion issues, the customer declined further assistance, and the case was closed by cts.